Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, a disconnected bag due to a fall from an unstable surface was reported and is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to place the solution bags on a flat, stable surface. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line/set) on the homechoice device during dwell two of three of peritoneal dialysis therapy, while the hp was connected. The hp stated that one of the bags disconnected during therapy, and the hp then reconnected it. The bag had fallen from an unstable surface. The technical service representative reviewed proper procedures with the hp and advised the hp to start therapy over with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.